Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior of the reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and was unable to replicate the issue. The system performed as intended and passed hardware, software, and instrument testing. System logs were received. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, while attempting to load 2 discs on the navigation system, the first disc loaded appropriately, but when attempting to load the 2nd disc, the system became unresponsive. The site representative utilized ctrl + alt + backspace and the issue resolved at that time. However, the representative reported the exams are not available and the hard-drive is approximately 35% full. There was no patient present when this issue was identified.